Event description:
Round head. Broke loose and was launched to the back of my throat [foreign body in throat]. Round head. Broke loose - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail reported that the round head of the oral-b toothbrush head broke loose while brushing their teeth and launched to the back of their throat. No serious injury was reported. On 23-dec-2024: follow-up via digital safety assessment survey: consumer was an adult female. No serious injury was reported. On 19-feb-2025: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
On 19-feb-2025: product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Round head broke loose and was launched to the back of my throat [foreign body in throat] round head broke loose - oral-b [device breakage] . Case narrative: consumer via e-mail reported that the round head of the oral-b toothbrush head broke loose while brushing their teeth and launched to the back of their throat. No serious injury was reported. 23-dec-2024 follow-up via digital safety assessment survey: consumer was an adult female. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.